Event description:
Ambulance 911 pagers interfering with baxter sigma IV pump. When ambulance pager started squawking the IV pump emitted a high pitch squeal and then shut down. When the pump was brought back up, the buttons didn't work on the unit and it appeared the program was erased. It dept research found when IV pump is plugged into the outlet that is when the interference occurs. IV pump is no longer working. Our it tech contacted baxter. Their lead tech and engineering dept -is researching what may be happening.